Event description:
Info received indicates that twelve minutes into the case, poor product performance was noted due to reduced gas transfer. A second oxygenator was added to the circuit for the remainder of the procedure with no reported consequence to the pt.